Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. A caregiver reports that the customer received an unspecified lower sensor scan result compared to an unspecified glucose reading on a competitor brand meter. It is unknown whether the customer noted a trend arrow on the device. The caregiver decreased the customer's dose of insulin (type unspecified) for initial management, however, the customer persistently received unspecified low sensor scan result, and the customer eventually experienced drowsiness. The customer had contact with a healthcare professional (hcp) who obtained an unspecified high glucose reading on an hcp meter compared to unspecified low sensor scan result. The customer was then brought in a hospital where an unspecified high glucose reading was obtained on a laboratory result compared to a sensor scan result of 64 mg/dl. The hcp removed the sensor, and the customer was admitted in the intensive care unit (ICU) where the customer received insulin (dose/type unspecified) for treatment of hyperglycemia diagnosis. The customer remained in the ICU for 2 days and was reported to eventually been transferred to inpatient care. The customer was admitted in the hospital for a total of 14 days for further monitoring due to the customer's unspecified secondary illness. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries. There was no report of death or permanent impairment associated with this event.